Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure to treat polyps performed on (B)(6) 2025. During the procedure, when inserting the device and attempting to release it, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.